Manufacturer narrative:
Additional information: contact information (g1) and investigation narrative (h10). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1013573 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 /lot 1013573, test base part number 190-430 / lot 1013573. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1013573 showed that the complaint rate is 0.008%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result on a direct tested nasopharyngeal kitted swab while using the idnow covid-19 assay on (B)(6) 2021 . On (B)(6) 2021 repeat testing on a new sample generated negative results. On the same day confirmation testing on a new sample using pcr generated negative results. Additional information is unavailable at this time.